Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during a follow up pacing failure was noted on the right ventricular competitor lead due to high pacing thresholds. When the configuration was changed from bipolar to unipolar, intermitted pacing was delivered. A partial fracture was suspected. Due to the fact that the patient was pacemaker dependent the physician wanted to add another new lead. The lead implanted was a competitor lead. A few days later the procedure to implant a new right ventricular lead was performed. A competitor lead was implanted. The excising lead still showed intermittent pacing, thus the physician decided not to use the lead and a new competitor lead was used. Upon connecting the lead to the device, ventricular pacing was not delivered and out of range pacing impedances were noted when checking the device. The physician suspected a malfunction of the device and replaced the device with a competitor device. The procedure was completed with no complications. The device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon analysis this investigation will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.